Event description:
The physician attempted arteriotomy closure with a techstar xl 6fr device. The device was deployed in an unlocked position. One needle presented at the hub and the second needle stalled at the barrel. The pt was taken to surgery for device removal and arterial closure. It is unk if needle back down was attempted. The pt recovered without further incident.